Manufacturer narrative:
The user reported differences between sg and bg readings but didn't have any records or examples of different values. User mentioned that the values were not trends, but individual values checked while exercising. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. No indication of system malfunction was observed. The user remained unresponsive to multiple communication attempts to relay escalated response. Upon review of dms, the user is currently using the system, and the information is up to date. B4. Date of this report 11 nov 2025. G3. Date received by the manufacturer? 11 nov 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. A review of dms indicated that the user was advised to re-link the sensor. Multiple attempts to contact the user were unsuccessful; however, dms records confirm that the user is currently using the system and the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.